Event description:
The manufacturer was contacted in reference to a death of a patient. The manufacturer received a call from the patient's daughter stating her mother passed away in 2017. There is no allegation of a device malfunction. The patient's daughter was unable to provide the serial number or any device information. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.